Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded 90% stenosed target lesion was located in the non-tortuous left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, due to an interaction with another device, a proximal stent edge compression was noted. The device was removed and the procedure was completed with a non-boston scientific stent. There were no patient complications nor injuries reported and the patient was very well.